Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a breast surgery procedure, while clipping, no clip was preloaded into the jaw. No hemostasis took place and the jaws squeezed the vessel causing tissue damage. A new clip applier was used to resolve the issue.